Event description:
It has been reported to philips that there was problems with the angulation movement of the allura device. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the geometry module was broken. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system has problem with angular movements¿, as it was found that geometry module was broken. Fse replaced geo module. After replacement of geo module., the system returned to use in good working order. Codes were updated based on the investigation outcome.